Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported error codes 110a and 1008 for a vent inop condition to occur. There was no patient involvement.

Manufacturer narrative:
.